Event description:
Prior to using an atw steerable guidewire in a procedure, the physician found the "coil asymmetric and kink at the top of the atw wire". No patient injury was reported. Additional information noted that the "surface of the guidewire is not smooth like normal, a little bit accidented". No packaging damage was present and the wire was secure in its protective hoop prior to removal.

Manufacturer narrative:
One non-sterile atw steerable guidewire was returned for analysis. The distal tip was found bent; it presented a wavy appearance, and the wire was found kinked and bent. When observed under a microscope, the distal tip was also found stretched. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicate this product was final inspection tested and was determined to be acceptable. The complaint was confirmed given the conditions found on the distal tip during analysis; however, the root-cause of such damages cannot be conclusively determined. It cannot be determined if device handling may have contributed to the event. No corrective actions will be taken at this time.